Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery pack's pca and cells were thermally damaged. The root cause for the thermal damage was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.

Manufacturer narrative:
Follow-up report: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger caught on fire) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a burnt battery board. The root cause for the burnt battery board could not be positively identified. Battery sn (B)(4) mfg. Date: 05/07/2014. Battery charger sn (B)(4) date: 05/21/2012. No adverse event resulted from the defective battery charger. Initial report: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery pack's pca and cells were thermally damaged. The root cause for the thermal damage was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
Follow-up report: upon further investigation, it was found that battery sn (B)(4) was returned to the distributor due to a patient reporting that the battery and the patient's battery charger had caught on fire while the battery was inserted in the charger. The fire department was contacted and it was determined that the fire was an electrical fire. No injuries were reported. Initial report: a us distributor reported that a battery pack was unable to power on a monitor.